Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while inserting a bd ultra fine¿ insulin pen needle into subcutaneous tissue, the needle had a "transparent droplet in the middle". There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned six open 4mm, 32g pen needles with the shelf carton from lot # 6166527. Customer states that the needle was a little rough, there was a transparent tough droplet in the middle, and it generated more pain and bleeding. All returned pen needles were examined under the microscope and all exhibited a clear droplet of hard material on the patient end of the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of adhesive (epoxy). This could cause pain during the injection. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. The probable root causes for this issue are: maladjustment of the adhesive nozzle flow on adhesive nozzle is set too high.